Event description:
Reported from dr who stated after a pt delivered a baby, vicryl sutures were used for the episiotomy. The sutures broke after the pt was discharged from the hosp. The pt came back to repair the episiotomy and discharged that day. The pt came back aggain for the suture breaking. The third time the surgeon put in sutures, the incision held.